Event description:
Caller reported that the t:slim x2 pump battery was not charging, despite using third-party supplies that worked. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to plug the wall adapter into a working outlet and wait 30 minutes for charging; a replacement pump with updated software was provided to the caller, who acknowledged the steps and shipping details for the replacement, including returning the faulty pump within 10 days.